Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the patient's l1 lead had migrated. Surgical intervention may be pending.